Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture due to lead dislodgement. This rv lead was successfully repositioned and still remains in service. Additional information indicated that the lead dislodgement was confirmed through fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.